Event description:
A report was received that the patient developed an epidural hematoma after the permanent implant procedure. Initial symptom includes numbness on the right leg. CT scan confirmed hematoma. The physician believed that hematoma was procedure related. The patient underwent a revision procedure wherein the lead was transferred temporarily from epidural space into the surrounding skin, hematoma was surgically removed, and lead was moved back to the epidural space. The patient was reportedly recovering well.